Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with aus devices and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the aus instructions for use (IFU) was reviewed. The patient symptoms "urinary incontinence" and "infection" were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure in which the artificial urinary sphincter (aus) pump and cuff were removed due to infection in the scrotum while reservoir was removed two to three months after. Approximately one year later, the patient underwent a procedure to implant a new aus during which time residual tubing from the previous implant was found and removed from the scrotum. No further complications were reported; the patient is expected to fully recover.

Event description:
It was reported that the patient underwent a surgical procedure in which the artificial urinary sphincter (aus) pump and cuff were removed due to infection in the scrotum while reservoir was removed two to three months after. Approximately one year later, the patient underwent a procedure to implant a new aus during which time residual tubing from the previous implant was found and removed from the scrotum. No further complications were reported; the patient is expected to fully recover.